Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to check the alignment of the pins between the solenoids and data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the customer completing the troubleshooting steps and confirmation of resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.